Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Correction: explant date is unknown. Although the customer communicated that the patient would undergo pump exchange on (B)(6) 2019, it was later communicated that the exchange would be rescheduled. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The (B)(6) 2019 pump exchange was cancelled and rescheduled for a different date. Multiple attempts were made to obtain information regarding the confirmation of pump exchange and if the device would be returning for evaluation but this information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced fevers and night sweats. Blood cultures were positive for burkholderia cepacia, bacterium. Patient was treated with ceftazidime infusion, and levaquin. Blood cultures were cleared, however was never able to achieve skin closure. The patient underwent a pump exchange on (B)(6) 2019 secondary to a driveline and pump pocket related infection.